Manufacturer narrative:
This report is submitted on march 25, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and swelling at the implant site. It was also reported that the patient experienced a performance decrement and subsequent loss of connection to the internal device. Subsequently, the wound was drained in (B)(6) 2019 (exact date not reported) and the patient is being clinically managed by the health care provider.